Manufacturer narrative:
The echelon 10 microcatheter was returned. The resheathing tool was advanced over the proximal end of the green introducer. Located off the proximal are kinks on the hypotube located at 3.0, 7.0, 92.7, 98.0 all in cm. The distal section of the coil was severed. The proximal end of the coil unraveled out of the distal soldered section. This section of coil has been completely stretched. Located 34.2 cm off the microcatheter's proximal end is the coil's ball tip with the distal section of coil trailing out to the proximal end of the microcatheter. Located at the proximal end of the microcatheter's hub is the severed end of the distal section of the coil. Coil damage was found near the end of the first secondary winding off the ball tip. Note: it is stated in the compliant event, that they believe the coil stretched during repositioning. No coil resistance was reported during coil advancement inside the microcatheter. This is not a stretch resistant coil (bare platinum). Concerning the returned echelon 10 microcatheter, no blood clots, tissue, or debris was found inside that could have contributed to the complaint event. Using a 0.014' guide wire, no resistance was found. The microcatheter passed inspection and functionality testing. Using a similar framing coil with the returned echelon 10 microcatheter, no problems were encountered during advancement or retraction. It was observed that the distal diameter of the microcatheter exhibits signs of damage on one side. Note that the "lip" at this area has been pushed down and the outside material was pushed away. The bare platinum coil was returned stretched, severely damaged, and severed. The coil was found to have been severed and not detached as reported in the complaint event. The most likely contributing factor to the coil stretching most likely occurred during the coil's repositioning inside the aneurysm as stated by the physician. The coil probably was anchored or caught on something during the repositioning and then stretched during retraction. The exact circumstances of how this occurred cannot be determined. A review of the manufacturing documentation associated with this lot did not reveal any anomalies related to the complaint. Therefore, no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The micrusphere coil stretched during procedure and when pulled back into the excelsior sl-10 microcatheter it detached in the microcatheter. The microcatheter was removed and placed in specimen bag to return for analysis. A new microcatheter and two more micrusphere coils were used for procedure and the procedure was completed without a problem. The patient was fine after the procedure. The physician did not remember any difficulty when advancing the coil and could not remember but thought that the stretching occurred during repositioning in the aneurysm. It was the first coil to frame. Then aneurysm was subsequently filled with multiple axium helical coils.